Manufacturer narrative:
The product has been rec'd. It is under investigation; a follow up report will be submitted.

Event description:
Customer reported receiving inaccurate blood glucose tests. Customer received readings of 424 mg/dl compared to a reading of 68 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.